Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic on (B)(6) 2020. Upon further investigation, it was found that the right ventricular lead was failing to capture and had a decreased sensing threshold. Lead was planned to be revised on (B)(6) 2020. The lead helix was unable to be retracted, so the lead was explanted and replaced instead. Patient was discharged after the procedure.